Event description:
Country of complaint: (B)(6). Head physician has on weekend a burst abdomen. He used monomax 0s thread with a hr26s needle. The fascia is cracked, but the thread didn't break. The head physician assumed that the needle size and thread size are too different. By comparison, the amouring of the needle shows a clear nuance to the thread. Due to this, the thread lays on a small place of the hole and could break easily. Needle attachment too thick.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.